Event description:
It was reported that pump displayed malfunction code and fault ID but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.